Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to e.1 telephone number.

Manufacturer narrative:
A supplemental MDR is being submitted for additional code. The following sections of this report have been updated: added new code to h.6 device code.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 device codes. Added new information to h.6 component codes, type of investigation, investigation conclusions and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Liner fully expanded. Liner torn 12cm in length from strain relief and approximately 4cm in length at 13.5cm from strain relief. Distal tip opened but torn. Reported separated liner not returned. One (1) liner strand 1cm in length. Post-procedural device photo was reviewed, and the following was observed: liner strand separated from the esheath. Kink observed at strain relief. Liner tear was unable to be visualized based on device condition (visibility obstructed by blood). 3mensio was reviewed, revealing the following observations: access vessel dimensions are acceptable. Minimum lumen diameter: greater than or equal to 6.0mm for 16f esheath+. Tortuosity and calcification present in the access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Reviews of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the valve was successfully implanted. During removal of the esheath, a hole in the proximal portion of the expandable part of the esheath was noted. The system was removed in order to contain the bleeding. A long and thin filament of transparent plastic into the vessel emerging from the skin was found. This filament was removed. As seen during imagery review, the patient presented a tortuous vessel anatomy and calcification in femoral access including near the aortic bifurcation. Furthermore, scratches were noted on sheath shaft during product evaluation, in further support of calcified vasculature. Tortuous and calcified patient anatomy can create sub-optimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen, which could promote valve catching on esheath liner and cause the liner to tear. This may also lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting or tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially if compounded with over-manipulation of device. Per evaluation of the provided imagery, a liner strand was observed separated. Since the patient had tortuously and calcified anatomy, these factors could have created a challenging pathway during system advancement/retrieval, leading to the reported liner damage (tear). Moreover, any excessive device manipulation (e.g. High push forces, high withdrawal forces) could have subjected the damaged liner towards separation. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (device manipulation or improper expansion of the sheath tip during thv advancement) may have contributed to the complaint event. However, a definitive root cause was not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: liner strand separated from the esheath. Kink observed at strain relief. Liner tear was unable to be visualized based on device condition (visibility obstructed by blood). 3mensio was reviewed and revealed the following: access vessel dimensions are acceptable. Minimum lumen diameter: greater than or equal 6.0mm for 16f esheath+. Tortuosity and calcification present in the access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint liner torn was unable to be confirmed as per evaluation of provided imagery. The complaints components separate during use and liner strand are confirmed based on the evaluation of the provided imagery. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''during procedure, there was no difficulty advancing the delivery system through the sheath. The valve was successfully implanted. The delivery system was removed through the esheath with no issue. During removal of the esheath, it was noticed a hole in the proximal portion of the expandable part close to the unexpandable part of the esheath. It was removed quickly in order to contain the bleeding. Then, it was found a long and thin filament of transparent plastic into the vessel emerging from the skin.'' Although liner torn could not be observed on the provided device imagery, patient presented tortuous vessel anatomy and calcification in femoral access. Tortuous and calcified patient anatomy can create sub-optimal angles that can lead to noncoaxial alignment between the delivery system with crimped valve and sheath inner lumen, which could promote valve catching on esheath liner and cause the liner to tear. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting or tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the liner torn. Per evaluation of the provided imagery a liner strand was observed separated. Since patient had tortuously and calcified anatomy, these factors could have created a challenging pathway during system advancement/retrieval, leading to the reported liner damage (tear). Moreover, any excessive device manipulation (e.g. High push forces, high withdrawal forces) could have subjected the damaged towards separation. As such, available information suggests that patient (tortuosity, calcification) and/or procedural (device manipulation) may have contributed to the components separate during use and liner strand. However, a definitive root cause was not able to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the valve was successfully implanted. During removal of the esheath, a hole in the proximal portion of the expandable part of the esheath was noted. The system was removed in order to contain the bleeding. A long and thin filament of transparent plastic into the vessel emerging from the skin was found. This filament was removed.

Manufacturer narrative:
The investigation is ongoing.